Event description:
It was reported that during a laparoscopy roux-en-y, an unknown error code was displayed. Another like device was used to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the lcsc5l device was returned with the blade scratched. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with the gen04 and the device functioned properly. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.